Manufacturer narrative:
(B)(4). Jaw. The fractured jaw surface was further evaluated. The fracture was partially covered with corrosion most likely from liquids the device was exposed to during and after surgery. Much of the fracture surface is intergranular with some areas where some ductile failure is evident. Intergranular fracture is a mode of fracture when the alloy breaks along the grain boundaries in a brittle mode. This is usually caused by corrosive fluids present on a part while it is under stress. The most likely cause of fracture in this device was the presence of corrosive fluids (saline, blood, disinfectants) on the device remaining on the jaws while it was transported from the hospital through decontamination and during shipment back to the (B)(4) lab. The jaw did not break as a result of an improper manufacturing or processing defect. If that type of defect existed, the jaw would have most likely broken during surgery.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Additional information received from operating room staff: after speaking with the surgeon, over the weekend the patient had a bile leak which was determined from the drain the patient was given. The surgeon usually puts drains in the patients that have scar tissue and are more difficult. The patient is still in the hospital and may be transferred to have an ercp or possible stent placement. After the device was pulled from the tissue, rn pulled another (B)(4) device and it was used to complete the procedure without incident. Rn is unaware of the patient's current status, but believes the patient was transferred to (B)(6) hospital to address the post operative leak. Rn advised that the director of the operating room is contacted for additional details on the patient's status. The surgeon is unavailable to speak to as he is part of an agency that rotates surgeons and she is unaware when he will be back to their facility. Several attempts have been made to obtain additional information from director of operating room.

Manufacturer narrative:
(B)(4). Additional information: the contact indicated the surgeon would have to answer the details of the event and patient's post operative status. The surgeon was at the facility for a brief rotation, but was booked with cases. The contact agreed to give the surgeon ees's contact information for him to call back with the details. The surgeon did not call. An additional attempt was made to contact the surgeon, but to date no response has been provided. The analysis results of the device found that it was received with one jaw broken at middle making the instrument non-functional; this condition is unrelated with the incident reported. Due to the returned condition of the device no testing could be preformed to evaluate the reported opening issues. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended but the orange indicator over traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. The over-travel of the indicator wheel is not related to the reported event. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired seven clips, however, on the 8th clip the device would not open and tore the tissue. The surgeon could not get the jaws open and pulled the device off tissue. Another device was used to complete the procedure. No adverse consequences reported.